Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. This report is being filed on an international product, model number 72114-01 which has a similar product distributed in the u.s., model number 71992-01. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding the missing glucose alarm alert while wearing the adc device. As a result, on the evening of (B)(6) 2022 to (B)(6) 2022, the customer had a loss of consciousness, and the son called emergency services. A glucose test of 18 mg/dl was obtained on the hcp meter, and the customer was provided an intravenous glucose infusion for a diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A complaint was received regarding the missing glucose alarm alert while wearing the adc device. As a result, on the evening of (B)(6) 2022 to (B)(6) 2022, the customer had a loss of consciousness, and the son called emergency services. A glucose test of 18 mg/dl was obtained on the hcp meter, and the customer was provided an intravenous glucose infusion for a diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. A tracking and trending data is not currently captured because it is newly released product and does not have sufficient data to be able to establish a baseline complaint rate at this time. The baselines will be established within 12 months from release if a stable complaint rate has been reached. If the product is returned, the case will be re-opened, and a physical investigation will be performed. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. This report is being filed on an international product, model number 72114-01 which has a similar product distributed in the u.s., model number 71992-01 all pertinent information available to abbott diabetes care has been submitted.